Manufacturer narrative:
We have received this complaint from the hospital stating they wanted to substitute the lot with another because they found a problem on the needle. They reported the needle didn't cut. We have substituted the lot with another and we have evaluated 5 units returned in order to understand if a problem was present on the needle. The needle has a 100% cut surface, the tip is well-shaped and appears after a visual control to be sharp enough. We have performed a simulation of needle insertion through a chest drain and needle decompression trainer. No problems have been detected. The lot is made up of 2341 units, 340 units are in stock, the remaining have been put on the market. No complaints have been received for this lot and no complaints have been registered of similar cases on the same product family, also in the past. We have verified other 5 units from the stock but no particular information have been registered. From our analysis the needle is in compliance with the specification and no defectiveness is present on the product. We will monitor any possible future complaint and will verify if any action will be necessary.

Event description:
The needle doesn't cut.